Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) 500ml exactamix eva (ethylene vinyl acetate) bags were leaking from the middle port. The leaks were observed during setup/preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, e3, h3, h4, h6 (update codes), h11 h4: the lot was manufactured between may 27-29, 2023. H11: three (3) actual devices and two photographs of the sample were provided for evaluation. Visual inspection was performed on all the samples. The reported issue was identified by initial visual inspection on the returned samples, as leakage of sterile water with electrolyte solution into the outer pouch was observed. Visual inspection of the photo samples showed leakage from the administration spike port. Functional leak testing was performed on the returned samples and a leak was identified from the administration spike port bonding area. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.